Event description:
The customer reported to olympus the visera elite video system center had connector issues. The customer further explained that the port that the scope plugs into has a lot of wiggle room in it. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there were color bars on the image which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were color bars on the image due to a defective locker on the video socket connector causing an insecure scope video. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the communication becomes unstable and color bar is displayed because scope cannot be fixed properly due to defect or wear of connector socket locking. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information which confirmed the event occurred during a therapeutic procedure and it was completed using a similar device without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.